Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that the transparent protector (IV shield) was not installed. No patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes; d.9. Returned to manufacturer on: 17-jun-2024. H.6. Investigation summary: bd received 6 photographs from the customer in support of this complaint. Actual sample was returned to bd japan for investigation. The photos and the sample were visually reviewed and the indicated failure mode for IV shield missing was observed. Additionally, 10 retained samples were visually inspected, and no issue was found relating to missing IV shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of IV shield missing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that the transparent protector (IV shield) was not installed. No patient impact.